Manufacturer narrative:
Complete event site name: (B)(6) hospital. Event site postal code: (B)(6). Event site state: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon (iab), blood was seen and iab was removed. The iab was inserted to start therapy. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and within the stat-gard sleeve. Traces of blood was observed within the extracorporeal tubing. An underwater leak test of the catheter, y-fitting and extracorporeal tubing was performed but the leak could not be located. The condition of the iab as received indicated dried blood observed within the iab catheter. This most likely caused the reported problem, and the dried blood within the catheter is an indication of a leak. We were unable to determine how the leak may have occurred since the leak site could not be found during testing. The evaluation confirms the reported event. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure.there were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint # (B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon(iab), blood was seen and iab was removed. The iab was inserted to start therapy. There was no reported injury to the patient.